Manufacturer narrative:
Additional information received showed that the package was opened incorrectly by the user. The packaging is designed so that when opened correctly the shorting pin that enables the self-test is disconnected which allows the electrode to be used clinically. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient, the device was unable to obtain an ECG signal via electrode pads and displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.